Event description:
Additional information was received from the patient. It was reported that the patient contacted their managing healthcare provider (hcp) about the issue. The cause of the feeling of stim was turned up high and causing pain was unknown. When asked the most likely cause the patient answered the stimulator is old and may just have worn out. The device is to be replaced on (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that they had some problems with their stimulator. They woke up with sharp pains in right labia the other day. They took the batteries out of the patient programmer and then they were fine. Patient said they were getting the pain quite frequently 1 to 2 seconds like someone turned the stimulation up high. The pain would last for one or two seconds and then give them a 1 or 2 second break and start over again. They felt the stimulation in the exact same place, but it just felt more intense. The issue started the day before yesterday. Patient checked to see if somehow the level got increased accidentally. They didn't even take the programmer out of their case until they were checking on everything and everything was the way it should have been according to the screen. Patient services asked if they had any falls or medical procedures. They had both knees replaced last year. They did fall this winter (B)(6) on that particular hip but that was a long time ago already. The patient was redirected to their healthcare provider to further address the issue. Patient said, they were first going to try replacing the batteries to the patient programmer. Patient said, they had no managing doctor. The doctor left and they hadn't seen a urologist since. They have their physician assistant, but the patient hadn't seen them since (B)(6) 2022.